Event description:
Caller reported a potential false positive troponin (tni) result on the triage profiler sob 25 test kit. Patient went to ed complaining of chest pain, then was immediately admitted. Triage meter cut-off is 0.08. Lab (roche tnt) cut off for ami is 0.1 ng/ml.

Manufacturer narrative:
No sample was returned for testing; product support was unable to verify the customer's result. Product support could not rule out any sample specific or environmental factor that may have affected analyte recovery. This issue will be tracked and trended to detect any further occurrence. The customer did not provide a lot number for the product addressed in this case. Product support could not conduct an investigation without additional information. Corrective action not required at this time.